Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with bleeding display, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
Customer's father called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 360 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.